Manufacturer narrative:
Philips has investigated this complaint. Philips remote service engineer (rse) initially called and confirmed with customer that system does not go up and the counter was set to 00. During remote troubleshooting, rse stated that the customer restarted the flexvision pc, it was identified that the pc started and booted but did not finish turning on the equipment. The customer checked the leds of ny in b cabinet and observed that leds of 5 and 24 volts did not turn on and it measure the voltage in pd power supply (scomp dcps) and it did not have the 24, 12 and 5 volts of output. Fse inspected the system onsite and replaced the power supply, but the issue persisted and investigation continued with evaluation. During onsite troubleshooting, fse found that the frame grabber card failed to initialize. To resolve the issue, fse had replaced the flexvision pc. After replacement of flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system did not boot up successfully, it got stuck at 00:00. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.